Event description:
A zoll distributor returned monitor sn (B)(4) indicating a pulse test failure

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. As received, monitor failed incoming pulse testing. Upon evaluation, the case was damaged indicating physical abuse. The cause for the test failure is broken leads on high-voltage capacitors c22 the defibrillator board and an open r45 resistor on the computer/ analog board. Root cause analysis if similar events found that excessive strain on the printed circuit assembly (pca) from sever impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. The root cause of the open resistor cannot be positively identified. No adverse event resulted form the defective monitor.